Event description:
The customer contact reported during testing at the user facility, the device delivered more than expected. There were no reports of any adverse pt events while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.